Manufacturer narrative:
Product analysis: analysis was unable to confirm customer comments that the programmer failed to power on and had been submerged in water. Analysis also noted that the connector assembly was broken, hanger assembly was broken, keypad was scratched, encoder was contaminated, four knobs were contaminated, and main seal was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was immersed in water and failed to turn on. The device has been returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.